Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lbb lead was explanted due to high pacing threshold. The lead will not be returned for analysis.